Event description:
Onux clip aplier on the field to secure mesh in an inguinal hernia case. The clip did not curl when fired as it should. Several pieces retrieved from pt. Some unable to be retrieved confired by x-ray.